Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10.attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred between march 2023 and october 2023. D10: medical product: unknown persona 5 degree tibial tray: catalog#ni, lot#ni; unknown persona mc cr femoral component: catalog#ni, lot#ni. G2: literature: guild gn 3rd, mcconnell mj, najafi f, naylor bh, decook ca, bradbury tl. Posterior cruciate ligament preservation versus posterior cruciate ligament sacrifice: comparing patient outcomes in medial congruent total knee arthroplasty. J knee surg. 2025 jan;38(1):7-12. Doi: 10.1055/a-2379-6488. Epub 2024 aug 5. Pmid: 39102867. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 09-jun-2025, a journal article was retrieved from the journal of knee surgery (2024) that reported a retrospective study from the USA. The study included reviewed patients between march 2023 and october 2023 with a purpose to compare outcomes and complication rates between posterior cruciate ligament (pcl) retention and excision utilizing a medial congruent (mc) polyethylene insert in total knee arthroplasty in a specialized ambulatory surgery center dedicated to hip and knee arthroplasty. The study reviewed 398 patients who underwent a primary total knee arthroplasty, by nine surgeons, with either pcl preservation (264 patients) or pcl sacrifice (134 patients). All surgical procedures utilized a persona mc cr femur cemented 5 degree tibial base plate. For the pcl group, the study population had a mean age of 70.5; 92 males/172 females; average bmi 29.7. For the pcl sacrifice group, the study population had a mean age of 69.1; 66 males/68 females; average bmi 30.6. Follow-up was conducted at six and twelve weeks post-operative. It was reported that three (3) patients, within the pcl sacrifice group, developed a deep vein thrombosis within ninety (90) days post-implantation. Further information regarding subsequent intervention has not been provided.